Event description:
During a knee arthroscopy it was reported that after the surgeon inserted t1 and attempted to deploy t2, it was not present. The surgeon was successfully able to remove the device via shaver and suction. A backup device was utilized to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Evaluation was not possible, as the device was not returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is necessary at this time. (B)(4).